Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used more drills than recommended to perform the implant installation.

Event description:
(B)(4). The dentist reported that 6 months after the dental implant was installed in patient¿s mouth, its non-osseointegration was observed. In addition, the patient presented insufficient bone quantity/quality (bone type iii) and bone graft was executed.